Manufacturer narrative:
Concomitant product UDI for cuff is (B)(4). Concomitant product UDI for pump is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device migration and patient symptom are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient's artificial urinary sphincter (aus) was no longer functioning, resulting in recurrent urinary incontinence. A surgical procedure was performed, during which it was identified that the balloon component had migrated into the scrotal region. Additionally, the cuff was no longer effectively occluding the urethra. Upon removal, the device appeared to cycle properly, and no fluid loss was observed. All the components were removed, and a new aus was implanted. No additional patient complications were reported.